Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the rear of the center seat frame is cracked where there is a hole not sure how this happened. No harm to the user prior to this. The back cane was squeaking and it was teetering off the seat frame.